Event description:
The manufacturer received information from a customer that a patient alleges she experienced an allergic reaction caused by the forehead pad of a comfort classic mask. There was no serious or permanent injury reported, and no lot number was provided. The manufacturer is unable to confirm the allegation of "allergic reaction" because the mask reportedly in use was discarded by the user, and no further information was provided. Product labeling for the comfort classic mask instructs the user to "inspect the mask for damage or wear (cracking, crazing, tears, etc.). Discard and replace any components as necessary" and "some users may experience skin redness, irritation, or discomfort. If this happens, discontinue use and contact your healthcare professional". The comfort classic mask meets all relevant iso standards for biocompatibility. Based on the information available no further action is necessary.